Manufacturer narrative:
This report is submitted on august 5, 2016, by cochlear limited on behalf of (B)(4). Registration number 3009092818, exemption number (B)(4).. Implanted device remains.

Event description:
Per the clinic, the patient experienced healing issues at the implant site and was subsequently treated daily with topical steroids (date and duration not reported). The implanted device remains.